Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump did not had any alarm regarding insulin delivery. The customer¿s blood glucose level was 338 mg/dl, 279 mg/dl. Customer stated that the active insulin from bolus shows the amount of insulin still active in the body. The insulin pump will not be returned for analysis.